Event description:
Reporter indicated that vns pt underwent lead replacement surgery approx 5 months post-implant due to lead break. The pt could no longer feel stimulation just 3 months post-implant and that the neck site in the area of the lead was "raised and ridgey". Both device diagnostic testing and evoked potential monitoring was within normal limits, indicating proper device function. The raised area at the neck site had reportedly gone away prior to revision surgery. The pt's caregiver indicated that the pt did not have full range of motion after vns implant and that the pt kept their head down and could not look up due to something in their neck. X-rays reviewed by physician revealed a discontinuity in the ncp system. During lead replacement surgery, the lead electrode was noted to be twisted eight or ten times near the generator and it was believed that the generator had been manipulated through the skin by the pt. There was tension in the neck, but the strain relief was still present. The lead was clearly broken, though the pt denies manipulating the device through the skin.